Manufacturer narrative:
(B)(4). Investigation summary: the device along with three photos were returned for analysis. Upon visual inspection of three photos, the following was observed: the fist and second photos showed an anvil with a breakaway washer with an off-center cut from top view. The third photo showed a breakaway washer with body fluids. However, the quality of the photo did not allow observation of the damage in it. The device analysis results found that the cdh29p device arrived with no apparent damage; the breakaway washer was present and with an off-center cut. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a hartmann re-connection procedure, the device did not completely sever the punch ring. Indicator was in low b location prior to firing, user waited 15 seconds after closing device to retighten prior to firing, donuts were impeccable, and there was no problem with the stapling but the washer was not severed. Anastomosis was closed and there was no patient consequence.